Event description:
Customer's mother reported that the blood glucose reading went from 2 mg/dl to 375 mg/dl and that the set had to be changed every day. She stated that the insulin pump was dropped. The blood glucose reading was 344 mg/dl. She stated that the insulin pump did not show signs of physical damage and did not rattle when shaken. She stated that the insulin pump smelled like insulin. The insulin pump passed the self test and the high pressure test. She stated she felt the high and low blood glucose issues were related to the insulin pump being dropped. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.